Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/ short of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device information has been updated/corrected in this report. In this report, box d, g, h has been updated/corrected.

Manufacturer narrative:
The device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was inspected and no problem was detected. The device's event log was reviewed by the service center and no error code found. Additionally, the device was scrapped and new parts salvaged. In this report, box h has been updated/corrected.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/ short of breath. There was no report of patient harm or injury. The device was returned to a manufacturer service center. The technician confirmed particles in the air path during the device evaluation. There was no error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d, device serviced by 3rdp, device avail. For eval? And date returned has been updated. In box h, device eval. By mfg has been updated. In box h6: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.